Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent, abdominal pain and diarrhea. The cause of the breach in aseptic technique was not further described. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with flucos, 150 mg (route and frequency were not reported). At the time of this report the antibiotic treatment was ongoing. The patient¿s outcome from the peritonitis was unknown. It was not reported if dianeal therapy was ongoing or if the patient was retrained on proper aseptic technique. No additional information is available.